Event description:
It was reported that the user experienced multiple episodes of hypoglycemia over several days while using the ilet bionic pancreas, with a documented nadir of 43 mg/dl and approximately 30 minutes below range; the user had not confirmed lows with a fingerstick at the time and requested a higher glucose target, which was subsequently adjusted by a trainer. Symptoms included sweating. Outcomes included self-treatment with oral carbohydrates (lemonade and two small bags of candy) without medical intervention or hospitalization. Investigation included complaint handling with user coaching and troubleshooting. Investigation of this case revealed that the cause of hypoglycemia was unclear. It was concluded that the event was user-managed with education provided and target adjustments implemented, with no device malfunction identified. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.